Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray beam was aligned with the table and the collimator was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the image on the 2600 system does not line up with the table. No pt injury was reported.